Event description:
It was reported that this patient had a syncopal event. When the pacemaker was checked, the battery was approaching the end of life and thus no electrograms (egm) were stored, in order to preserve the battery. It was noted that in july, when the egms were stored, there were some potential right ventricular (rv) noise oversensing episodes. The pacemaker was replaced a few days later for normal battery depletion and the lead remains in service. The cause remains unknown. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.